Event description:
During outpatient pacemaker f/u of (B)(6) 2012, several aida (holter memories) diagnosis data were not displayed by the programmer (heart rate curve, autosensing histograms, chronological view of the cardiac cycles distribution, lead measurements). Nevertheless, during the f/u device check and measurements were performed without problem. An explantation is requested.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.